Event description:
It was reported that "the patient was admitted to ICU after coronary artery bypass surgery resection of ventricular aneurysm, and iabp was used to assist circulation. On the morning of (B)(6), 2023, the iabp repeatedly reported system malfunction 3, and immediately replaced the patient with an iabp machine for treatment. No harm was caused to the patient, and the engineer was immediately contacted for maintenance and testing". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4), the reported complaint of "system error 3 alarm" is not able to be confirmed. No part or recorder strip was returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the patient was admitted to ICU after coronary artery bypass surgery resection of ventricular aneurysm, and iabp was used to assist circulation. On the morning of (B)(6) 2023, the iabp repeatedly reported system malfunction 3, and immediately replaced the patient with an iabp machine for treatment. No harm was caused to the patient, and the engineer was immediately contacted for maintenance and testing". No patient harm or injury. The patient status is reported as "fine".